Event description:
It was reported that pump housing surrounding usb port was damaged, screws no longer held plastic piece in place, and pump could no longer be guaranteed watertight, although charging was not affected and cause of damage was believed to be normal wear and tear. There was no reported impact to the customer¿s blood glucose level. Customer chose to continue using current pump and planned to rely on alternate method if necessary, while technical support arranged shipment of replacement pump under warranty, confirmed shipping details, provided instructions on storage mode and pump return within 10 days, and advised customer to program pump settings and connect continuous glucose monitor to replacement pump.